Event description:
Between (B)(6) 2024 my tandem tslim pump failed to deliver insulin, and I ended up in diabetic coma with diabetic ketoacidosis. My kidneys are permanently damaged along with a pulmonary embolism. The emergency room doctor. Could not get the pump to deliver/dispense insulin after removing from my body. I spent 2 weeks in the hospital and the rest of august on dialysis. I will never be able to do the job I had prior to this episode.